Event description:
The report from the affiliate indicated that the pt was included in a clinical study. During the follow-up period repeat coronary angiography was done and a 60% restenosis was observed in the area of overlap of the previously implanted two (2) cypher stents. At this same time, stent fracture was observed in the same area. Because the pt was asymptomatic, no intervention was done at this time and the pt will continue to be followed. The physician's comment regarding the probable cause of the restenosis was that it was probably related to the stent fracture, which may have been due to the pt's heartbeat.